Event description:
The patient was undergoing a coil embolization procedure in the profunda femoral artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to advance the ruby coil lp within the introducer sheath, the physician experienced resistance and the coil became stuck after advancing a short distance from its initial position within its introducer sheath. Therefore, it was removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the proximal end of the introducer sheath. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kinks observed near the mid-joint. During functional testing, the ruby coil lp was able to advance slightly from its returned position within the introducer sheath with resistance before strong resistance was experienced, and the ruby coil lp could not advance out of its introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the profunda femoral artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to advance the ruby coil lp within the introducer sheath, the physician experienced resistance and the ruby coil lp would not advance out of the sheath. Therefore, it was removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.